Manufacturer narrative:
The ICD first underwent a status interrogation. The device status was mol 2, 40 charge processes had been documented. The memory content of the ICD was checked. The inspection of the available iegms confirmed the reported inadequate detection due to disturbances in the ventricular channel. The signal sensing of the ICD was then studied and proved to be free of noise. The ICD sensed supplied signals free of interference. The ICD's capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was fed in and the module reacted according to specification with a defibrillation shock. The specified energy level was reached. The charge time was unremarkable. The analysis of the ICD did not show any indications of a material defect or manufacturing error. In summary, the ICD proved to be fully functional in the analysis. In particular, the signal sensing of the ICD functioned as expected. The analysis did not find a manufacturing error or material defect on either the lead or the ICD.

Event description:
After an implantation time of about 49 months, sensing disturbances were reported. After the explantation of the lead, a microscopic insulation break was found. No deterioration of the patient's health was reported. The ICD and the lead were explanted.